Event description:
The customer reported that foreign material was found in the scope channel of her evis exera iii duodenovideoscope during reprocessing. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. A boroscope was used to look inside the channel and found tear marks and kinks, but no foreign material. Additionally, there was no white dot seen in the image. The number one switch had been cut. The plastic cover had dents present in the hold ring. The distal end had been removed. Minor scratches were found on both the insertion tubing as well as the light guide tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. White dot on the device. Switch rubber was broken. Tear marks and kinks on inner wall of biopsy channel. Small debris in the biopsy channel. Hold ring was dented. The bending section rubber broken. The bending section rubber glue cracked. Insertion tube scratched. Universal cord scratched. Insufficient angulation range. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was found that tear marks and kinks were found on the inner wall of the biopsy channel, and the small debris in the biopsy channel were black color. Therefore, the debris may have been fragments of the inner wall of the biopsy channel or the antifriction agent which is used for scope assembly and came from where the biopsy channel was torn. Considering that, we presumed that the event occurred in the following mechanism. The channel was damaged by stress from passage of endo therapy accessories or cleaning brush. Fragments of the damaged biopsy channel or the antifriction agent, which is used for scope assembly and came from where the biopsy channel was torn, were detected during reprocessing of the device. However, the debris in the biopsy channel could not be identified, and the root cause was not able to specify. Olympus will continue to monitor field performance for this device.